Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that port needle tubing broke just below the hard plastic end furthest from patient. Blood cultures drawn. Port saline locked and deaccessed, reaccessed later in the afternoon. No patient harm reported.